Manufacturer narrative:
Evaluation method: (film). Evaluation results and conclusion: (occlusion). (Unknown cause of event).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately. The proximal left common iliac was 11.4/12.5 mm in diameter, the proximal right common iliac was 13.8 mm in diameter. The left common iliac artery is 9.2/11.7 mm in diameter, the right common iliac artery is 13.8 mm in diameter. The distal left common iliac artery is 9.7/12.5 mm in diameter, the distal right common iliac 17.5 mm in diameter. The left femoral artery is 7.4/10.1 mm in diameter, the right femoral artery is 10.3 mm in diameter. The vessels were moderately calcified. It was reported that the patient presented with left sided numbness and leg pain. A cta revealed limb occlusion at the level of the septum of the graft extending into the mid left common femoral artery. Lytic therapy, thrombectomy and adjunctive stenting was performed to open the occluded limb and restore flow. The left hypogastric artery was compromised as a result of this event. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned films pre-implant show that the proximal neck diameter was 20-23mm. The aaa diameter was 4.5cm. The distal aortic diameter was 14 x 21mm and contained calcification. The left iliac diameter was 9-11mm and moderately calcified. 3d recon show that the contra/left limb is occluded beginning near the flow divider. There were no stent graft kinks seen or stent graft compression visible in the distal aorta or left common iliac. X-section images of the stent graft within the left iliac were not provided. The cause of the occlusion could not be determined. It is possible that the left iliac calcification may have contributed.